Event description:
The customer's mother reported that the customer had air bubbles in his reservoir. Customer was also getting higher blood glucose. Customer is at work and his blood glucose was 400 mg/dl at the time of the incident. Caller stated that the air bubbles are on the side of the reservoir. Caller stated that the pump was not rewound with a reservoir in place and insulin was not stored at room temperature. Caller was advised that insulin should be stored at room temperature to prevent gassing out when it warms in the pump. Caller was walked through the troubleshooting steps, but troubleshooting was not performed since the customer was not at home or on the line. Customer will back to troubleshoot when he gets home.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.